Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One arcos 18x150mm spl tpr dist was returned and evaluated. The visual inspection identified damages on the threads of the screw. The head portion of the screw has been stripped. The screw damages are likely caused during an attempt to implant the screw inside the taper. The inspection criteria were checked during manufacturing and were conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the screw that comes with the stem was stripped and would not seat within the stem. Another stem was opened to complete the surgery. Attempts have been made and no further information has been provided.